Event description:
During a shoulder repair procedure the anchor broke. The anchor remains embledded in the patient. An additional anchor was available and used to complete the repair. The charge nurse indicated that the surgeon felt the failure was use error.